Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the issue in which the device prompted for battery replacement and then failed to power on after new batteries were installed could not be replicated during evaluation. The device underwent bench testing, including multiple monthly tests using the dci panel and on/off current testing, all of which passed with no discrepancies noted. Log review revealed occurrences of error codes and the returned battery was found to be depleted. The main board was replaced to reduce the probability of recurrence. Further evaluation of the main board did not duplicate the reported issue; the board was scrapped. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.